Event description:
A customer contacted beckman coulter regarding an erroneously low platelet (plt) result that was generated by the coulter act 8/10 instrument. A patient sample was tested for plt and a result of 32x10 to the 3rd power cells/ul was obtained. The result was printed with an operator defined "l" (low) flag. The plt result was reported out of the lab and a physician had the patient redrawn at a hospital and tested for plt. Plt result recovered as 251 x 10 to the 3rd power cells/ul. There was no treatment, death or injury as a result of this event.

Manufacturer narrative:
The erroneous result occurred in primary mode of operation. Result in question was only obtained on one patient sample. The specimen was collected in an edta tube and was stored at ambient temperature. A field service engineer (fse) was dispatched to the customer lab on 02/19/07: the fse verified the instrument performance and found no problems. The fse suspected low plt result due to poor sample quality. However, it was not confirmed. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.